Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose level (bg) of 60 mg/dl; cause of bg was unknown. Customer was treated intravenously with fluids of saline and insulin to resolve the issue. Customer was released from the ER the same day with the issue resolved.